Event description:
It was reported that during a lap esophagectomy, some staples were malformed and unformed. The target tissue was regular and clamped properly. The indicator was within the green zone at the time of firing. A purse-string instrument was used on the anvil side. The anvil was set to the device properly. The breaking sound of the washer was heard but the washer was left on the anvil side not cut completely. The firing handle was fully grasped. The device was removed without problem. The target tissue was completely cut off. The doughnut was formed properly. Additional suture was performed to complete the case. There were no adverse consequences to the patient. A right-intrathoracic abscess was confirmed from a thoracic cavity drainage. The patient caught pneumonia. So, a transnasal mediastinal abscess drainage was performed. And, the patient had been treated with an respirator. The patient had been prescribed a course of antibiotics since postoperative. (B)(6) 2014: the respirator was removed from the patient. The hospitalization was prolonged for unknown days. As of now, the patient condition is stable. The doctor in charge said, "I think that there was a problem in how to use the device instead of malfunction of the device."

Manufacturer narrative:
(B)(4). Information was not provided by contact. Results: uncut washer - blemished, incomplete firing cycle the analysis results found that the device arrived in good visual condition void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore, the staples will not hit the anvil to make b- formed staples. In addition if the firing sequence is not complete, staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.